Manufacturer narrative:
Block h6: device code a050702 is being used to capture the reportable event of cinch failure to cut. Device code a150101 is being used to capture the reportable event of cinch failure to deploy.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during a stent fixation procedure on (B)(6) 2026. During the procedure, the cinch failed to deploy and failed to cut the suture. The procedure was completed with a new overstitch suture cinch. There was no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during a stent fixation procedure on (B)(6) 2026. During the procedure, the cinch failed to deploy and failed to cut the suture. The procedure was completed with a new overstitch suture cinch. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a050702 is being used to capture the reportable event of cinch failure to cut. Device code a150101 is being used to capture the reportable event of cinch failure to deploy. Device evaluation block h11 the device was discarded; therefore, a technical analysis could not be performed. The customer provided a picture where it can be observed the device label information with the upn and batch number, however it is not possible identify any damages. The reported events of cinch failure to cut and cinch failure to deploy could not be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all gathered information, there is not enough evidence to determine whether the cinch failure to cut and cinch failure to deploy was due to the physician's technique during the procedure or was related to a device malfunction. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.